Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed, thrombotic target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending artery. After thrombus aspiration was performed, angiography was performed which revealed a 75% residual stenosis. A 3.00 x 16 synergy drug-eluting stent was then advanced but resistance was encountered during insertion. The physician attempted to advance the device to the lesion for a while but it was unable to cross. The device was removed from the patient and it was noted that the distal edge of the stent was deformed. The procedure was completed with a 3.0 x 15 non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the patient's condition post procedure was good.